Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon noticed difficulty opening and closing when the first stapler was used on tissue. Additional stapler with the same lot number was used and experienced the same problem. Also, the second fire on the second stapler did not cutstaple line fully (approximately 1 cm uncut).